Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised and went into surgery for a washout/ poly exchange due to infection. The representative was told the patient had surgery in 2017. The poly that was placed was a std+ 12.5 insert. Turns out it was a washout in 2017. Doi: unknown. Dor: 2017; left knee.